Manufacturer narrative:
After investigation, corindus has repaired this unit during normal service activities.

Event description:
The customer reported that the robot is working fine, but that the articulated arm is constantly loosening up. They have tried to tighten it several times. No patient involvement was reported. Failure of the arm to hold position has the potential to result in unintended motion of the interventional devices if used on a patient.